Event description:
The port was implanted via the right subclavian for treatment of prostate cancer. Some difficulty was experienced during the second chemotherapy treatment. Dye was injected under fluoroscopy and the catheter was visualized in the patient's right ventricle. The catheter and port were removed and replaced without any patient complications.